Manufacturer narrative:
Additional information: h3, h6. H10: one actual sample was received for evaluation. A visual inspection with the naked eye noted a green pull ring cap loose inside the pouch. There were no issues observed on the green cap and patient connector. The reported condition was verified. The cause of the condition could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The event occurred on an unspecified date in (B)(6) 2020. The device was received and is currently awaiting evaluation. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the protective patient line cap disconnected from patient line connector of an amia automated pd set with cassette. During setup for pd therapy, it was discovered that the patient line cap had disconnected and was loose within the secondary overwrap. The device was not used by the patient. There was no patient injury or medical intervention associated with this event. No additional information is available.